Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: unknown, as the status of the lens was not reported. Therefore, we do not know if it was inserted and removed or never inserted/implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an anterior vitrectomy was performed on a patient during cataract procedure involving a pcb00 19.0 diopter lens. There was no incision enlargement and no sutures used. The replacement lens was a non-johnson and johnson lens. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 11/27/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification showed the pcb00 lens was cut in half. The condition observed is consistent with a lens that was explanted, and based on the information provided in the ir, there is no device problem and it's not a reportable malfunction to our product. The reported issue was not verified. However, a lens cut was confirmed. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.